Event description:
Additional information received reported that the reporter did not have the patient name, nor could they recall the name of the hcp that was on the case. The reporter noted that as best as they could recall, the pump had become dislodged and was loose in the patient¿s abdomen. The patient had necrotizing fasciitis and had a bowel surgery to repair the damage. The reporter had no information on a cause, the current condition of the patient, nor whether the patient received a new pump and continued therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient¿s pump ¿broke¿, per the healthcare provider (hcp). The hcp did not believe she could get the pump replaced until the following monday. It was indicated that the patient experienced withdrawal as the patient was very spastic and did not respond well to oral baclofen. The device system delivered baclofen. Additional information has been requested but was not available at the time of this report.